Event description:
Information was received from a friend/family member regarding a patient who was receiving bupivacaine (unknown concentration at .03387 mg/day) and dilaudid (unknown concentration at 1.696 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient fell in (B)(6) 2021 and was in intensive care. They thought that the patient may have damaged the pump with the fall. The patient representative stated that the patient had their pump filled in (B)(6) 2022 while in the hospital and they had to take the patient down to the emergency room. The patient was administered "narcan' due to overdose. It was also noted that the patient had an infection (type of infection unknown) and the physicians at the hospital believed the patient had the infection due to the pump being damaged; however, all the physicians were saying was that the patient got the medication as prescribed. The patient representative stated that they are not questioning if the patient got the medication but they are questioning if the pump was functioning or not and the physician was not responding. They want to see if someone can come out and check to see if the pump was functioning as it should. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the healthcare provider (hcp) stated that the patient weight at that time of the report was 92.6 kg. The patient blood glucose was taken and was 185, EKG: ventricular rate 60 bpm, atrial rate: 68 bpm pr interval 180 mg, qrs duration 70 ms qt interval 394 ms qtc calculation 413 ms, normal sinus rhythm; septal infract, age underdetermined; (cannot ruled out inferior infract; st elevation possibly a normal variant (early repolarization). The cause of the pump being damaged was not determined. In fact, it is very unlikely that the patient's change in their mental status was secondary to pump malfunction/damage or opioid overdose. Patient presented to the clinic for the pump refill with blood pressure of 187/83, which few minutes after the pump refill, increased to systolic value in the 200s without hypoxia but with complaint of dizziness when they was taken to the emergency room (ER). Narcan was given per protocol, not due to opioid overdose. Patient most likely had hypertensive emergency as their neuro logical condition did not resolve with narcan. 20ml reservoir was confirmed by interrogating the pump (as the patient was refilled with 20 ml volume of medication earlier that day). Patient was then admitted to the intensive care unit (ICU) to be monitored on telemetry and the patient hypertensive medications (carvedilol and irbesartan ) were provided along with asa 81 mg. The event resolved, there was no pump malfunction. Patient was discharged the next day and currently continues to do well without any pump related issue.